Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned. After the photographic evidence was reviewed, complaint is confirmed. It can be observed that the attune femoral impactor is broken in two pieces. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the handle broke during impaction. The surgeon was using the handle to impact the femoral component and it fractured into multiple pieces.